Event description:
Patient's one touch basic enhanced meter was reported to be reading inaccurately low. Medical affairs specialist was unable to contact the pt to obtain more clinical information. Pt was taken to the hosp by the emergency services and was kept overnight and treated with IV. Patient did not have any symptoms. Patient's meter read 169 mg/dl and the hosptial meter read 700 mg/dl. Patient had also compared their meter with a result of 15 mg/dl to family member's meter with a result of 357 mg/dl. This is an invalid comparison. Patient did not have a check strip or any control solution to check the meter out. No further clinical infor was provided. This case is reported as an adverse event because of the huge difference in the test results between the patient and the hosptial meter.